Event description:
It was reported devices were used during a laparoscopic cholecystectomy. The trocars leaked and one trocar had the inner diaphragm fall into the patients abdomen (surgeon retrieved diaphragm). Another device was used to complete the case. There was no consequence to the patient. The devices are not being returned.